Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted from the mfg site kinetic concepts inc. As of (B)(4) 2012, complaints related to this product are to be handled by (B)(4). Add'l info will be provided upon conclusion of the mfrs investigation.

Event description:
The following info was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the pt developed 3 stage ii pressure ulcers, one on the bridge of the nose, one on the left eyelid and one on the right eyelid. The physician ordered that the pt's time in the prone position be reduced to only 6 hrs at a time. On an unk date the pt was moved to a different bed which does not provide prone therapy. The nurse stated that all of the pressure ulcers were resolving and were expected to heal completely. The pt was reported as doing well.